Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection is described as an ae in the IFU). Evaluation conclusion: known inherent risk of procedure(dissection is described as an ae in the IFU). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. An angiographic complication of dissection occurred during the index procedure. The event was not assessed for relatedness with the study device.